Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain associated with poorly systematized pelvic fullness') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included thermal ablation (of the endometrium) on (B)(6) 2011 and parity 2 (2001, 2005). Previously administered products included for an unreported indication: distilbène from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbène. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). In 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain ("radiation to the back, unusual intense lower back pain"), polymenorrhagia ("heavy menstrual bleeding, frequent menstrual bleedings"), rash ("skin rashes"), eczema ("eczema-like skin reactions"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("repeated ear infections") and tendonitis ("repeated tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, partial hysterectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, pain, polymenorrhagia, rash, headache, medical device site granuloma, eczema, blood heavy metal increased, neck pain, musculoskeletal pain, cholecystitis acute, adenomyosis, pain in extremity, dysaesthesia, fatigue, photophobia, ear infection and tendonitis outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, eczema, fatigue, headache, medical device site granuloma, memory impairment, musculoskeletal pain, neck pain, pain, pain in extremity, pelvic pain, photophobia, polymenorrhagia, rash and tendonitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2014: negative. Hysteroscopy - on (B)(6)2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place. Investigation - in (B)(6) 2016: abdominal/pelvic pain persisting, all exams normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; in 2019: adenomyosis. Pathology test - on (B)(6) 2020: subtotal hysterectomy: a small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in the tissues surrounding the implants. Toxicologic test - in 2017: level of nickel in the body that was higher than average. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain associated with poorly systematized pelvic fullness') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included thermal ablation (of the endometrium) on (B)(6) 2011 and parity 2 (2001, 2005). Previously administered products included for an unreported indication: distilbène from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbène. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). In 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain ("radiation to the back, unusual intense lower back pain"), polymenorrhagia ("heavy menstrual bleeding, frequent menstrual bleedings"), rash ("skin rashes"), eczema ("eczema-like skin reactions"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("repeated ear infections") and tendonitis ("repeated tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, partial hysterectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, pain, polymenorrhagia, rash, headache, medical device site granuloma, eczema, blood heavy metal increased, neck pain, musculoskeletal pain, cholecystitis acute, adenomyosis, pain in extremity, dysaesthesia, fatigue, photophobia, ear infection and tendonitis outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, eczema, fatigue, headache, medical device site granuloma, memory impairment, musculoskeletal pain, neck pain, pain, pain in extremity, pelvic pain, photophobia, polymenorrhagia, rash and tendonitis to be related to essure. The reporter commented: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2014: negative. Hysteroscopy - on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place. Investigation - in (B)(6) 2016: abdominal/pelvic pain persisting, all exams normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; in 2019: adenomyosis. Pathology test - on (B)(6) 2020: subtotal hysterectomy: a small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in the tissues surrounding the implants. Toxicologic test - in 2017: level of nickel in the body that was higher than average. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2020: nullification: health authority confirmed that this record was a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain associated with poorly systematized pelvic fullness') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included thermal ablation (of the endometrium) on (B)(6) 2011 and parity 2 (2001, 2005). Previously administered products included for an unreported indication: distilbène from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbène. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), foreign body reaction ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). In 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), back pain ("radiation to the back, unusual intense lower back pain"), polymenorrhagia ("heavy menstrual bleeding, frequent menstrual bleedings"), rash ("skin rashes"), skin reaction ("eczema-like skin reactions"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("repeated ear infections") and tendonitis ("repeated tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, partial hysterectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, polymenorrhagia, rash, headache, foreign body reaction, skin reaction, blood heavy metal increased, neck pain, musculoskeletal pain, cholecystitis acute, adenomyosis, pain in extremity, dysaesthesia, fatigue, photophobia, ear infection and tendonitis outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, back pain, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, fatigue, foreign body reaction, headache, memory impairment, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, photophobia, polymenorrhagia, rash, skin reaction and tendonitis to be related to essure. The reporter commented: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2014: negative. Hysteroscopy - on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place. Investigation - in (B)(6) 2016: abdominal/pelvic pain persisting, all exams normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; in 2019: adenomyosis. Pathology test - on (B)(6) 2020: subtotal hysterectomy: a small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in the tissues surrounding the implants. Toxicologic test - in 2017: level of nickel in the body that was higher than average. Further company follow-up with the lawyer or consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.